Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had been experiencing unexplainable high blood glucose. The customer¿s blood glucose level would be in the range of 400 mg/dl. The customer¿s current blood glucose level was 105 mg/dl. They had been treating with the insulin pump. Their blood glucose would go down with a bolus from the device. Troubleshooting was performed. There was no malfunction noted. The device will not be returned for analysis.